Manufacturer narrative:
The spacer will not be returned to bsc for analysis as it was retained by the medical facility.

Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the top cap of the spacer popped off during the sagittal wiggle. There was osteophytes causing resistance but it was minimal. The broken spacer was removed and a new spacer was used to complete the implant procedure.